Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was left in the patient and was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction for lead removal. Although the patient was not pacemaker dependent, the physician left the ra lead connected to the pacemaker/battery during the procedure. The physician was able to progress to the clavicle pretty smoothly, but then encountered resistance in the innominate vein and was unable to make progress. He chose a spectranetics 14f glidelight laser sheath to allow progress to what appeared to be possible insulation snowplow or calcium. The glidelight device was able to advance to the ra when the patient's blood pressure dropped. Rescue efforts began immediately, including pericardiocentesis and rescue balloon. The pericardiocentesis was effective in removing pressure off the heart. However, it was reported the backup surgeon did not make it into the room for 20 minutes and the sternotomy was performed in approximately 30 minutes. Although the repair was successful, the philips representative was notified on (B)(6) that the patient did not have brain activity and unfortunately the patient died. There was no alleged malfunction of any spectranetics device in use during the procedure.